Event description:
It was reported that after the primary tka, the insert was dislocated from the base plate and impinged against the patellar tendon. The doctor does not think the device failure.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: insufficient clinically relevant supporting documentation was provided regarding the revision secondary to a dislocated insert which occurred just 1 month post implantation; therefore a thorough medical investigation could not be performed. However, it was communicated that the surgeon did not fault the component as the patient suffered from a valgus deformity and rheumatism. The patient impact beyond the revision procedure itself and an expected post-operative hospitalization and rehabilitative phase cannot be concluded. No further medical assessment is warranted at this time. Our investigation did not determine a specific cause of the failure. Without the actual devices involved, our investigation cannot proceed. No additional actions are being taken at this time. We consider this investigation closed. If additional information is received in the future, this complaint will be reopened.